Event description:
Customer reported that the swap and save functions on the mainframe would not work. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty interconnect cable. System operates as intended.